Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up in clinic, an alert for high pacing lead impedance was observed, suspected to be due to lead fracture. Patient was asymptomatic. Isometric testing and lead revision were recommended. No further information available.